Event description:
It was reported that asymptomatic patient presented in the or for a lead revision. Approximately one month ago, complete loss of lv capture during a device check was discovered. The patient was asymptomatic as a result of the lv loss of capture. During the revision, the physician attempted to pass a guidewire through the lv lead, but it got stuck. The lead was then explanted and replaced. Externalized conductors proximal portion of the lv lead was noted post-extraction. The patient was stable prior, during, and post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.